Event description:
The event is reported as: the purple suction port that is attached to the et tube came off and was making a loud continuous sound. Pt remained intubated. No pt injury reported.

Manufacturer narrative:
Sample was not received by MFR in time for this report. A photo of the alleged defective device was provided. A visual insp of product from photo provided revealed the suction piece detached from the et tube. No other defects were detected. No DHR review could be done due to no lot# was provided. Although from the picture it was observed that the suction piece detached for the et tube, the complaint cannot be confirmed and a conclusive root cause cannot be determined since the sample was not available. If more info or sample becomes available, a f/u report will be sent.